Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is complete. Reported event was confirmed by review of x-rays. Radiographs indicated intra-prosthetic dislocation (disassociation) DHR was reviewed and no discrepancies relevant to the reported event were found root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hematoma was noted during revision and was evacuated. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4).

Event description:
No additional information available at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# xl-200150/ act artic hd / lot # 473080, item# 650-1067/ tpr sleve/ lot # 2959184, item # 650-1055/ cer bioloxd hd/lot # 2957937. Multiple MDR reports were filed for this event, please see associated 0001825034 - 2019 - 05494.

Event description:
It was reported patient underwent hip revision approximately 2 months post implantation due to dislocation during attempts to relocate the hip, the active articulation head and the femoral head came apart and would not relocate. G7 duel mobility implant was replace with g7 hi-wall liner. Attempts have been made and additional information on the reported event is unavailable at this time.